Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) reached 522 mg/dl and manual insulin injections were used to address the elevated bg. Customer changed the pump supplies to resolve the reported occlusions. Subsequently, the customer reported that no insulin was observed dripping out of the cartridge pigtail during fill tubing. The customer reverted to manual injections for insulin therapy.